Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported through a direct call from the customer to the emergency support program that, cardiosave intra-aortic balloon pump (iabp) had catheter restriction alarm. There was no patient harm.